Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10013902 and lot# 23119346 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported bd alaris smartsite low sorbing set was occluded the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Bd smartsite extension set 0.2 micron filter not allowing fluid through. Caregiver changed to a different lot of product and product worked.